Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus assumes that the pad dropout occurred by the following mechanisms: some force was applied to the peeled tissue pad causing it to fall off: 1. The gripper was closed and ultrasound output with the gripper closed without gripping the tissue (including after the tissue was cut). 2. 2. The tissue pad fell off due to some load being applied to the peeled tissue pad. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a laparoscopic appendectomy, the tissue pad of the suspect device peeled off and fell into the patient¿s body. The tissue pad was retrieved with forceps and the procedure was completed with a backup device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.